Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized due to hyperglycemia and admitted to intensive care unit on (B)(6) 2024. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous insulin. No further information available.